Event description:
On (B)(6) 2026, a sales representative reported via email that two ar-9093-50-036 cortical screws, captured (5mm ×36mm), experienced issues during use in a tibial nail procedure performed on (B)(6) 2026. During insertion at the most proximal distal interlock screw position, the first ar-9093-50-036 cortical screw was advanced to approximately three-quarters of the intended depth and then rotated without further advancement. The screw was removed. After reconfirmation of a bicortical drill tunnel, the same screw was reinserted at the same location and again rotated without further advancement. Upon removal, damage consistent with stripping was observed on the distal portion of the screw. A second, unused ar-9093-50-036 cortical screw was then inserted at the same screw location. The screw initially advanced; however, once the distal tip exited the lateral cortex, the screw rotated without further advancement. When removed, the screw was also noted to have damage consistent with stripping. No further attempts were made at that screw position, and the position was abandoned. The procedure was completed using two proximal interlock screws and two distal interlock screws. No adverse patient effects were reported, and the surgeon indicated that the fixation achieved was acceptable.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.